Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
"Provider spoke to advise the consumer states the seat is very wobbly."